Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm after a transportation damage. According to the service report the ventilator was damaged after falling from the tower support which caused the reported alarm. The ventilator was returned to the customer after repositioning of displaced parts and passed functional tests. No part was replaced and no further issues have been reported.

Event description:
It was reported that the ventilator generated an alarm after a transportation damage. There was no patient involvement. Manufacturer ref.#: (B)(4).